Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 8mm emerge¿ balloon catheter was advanced to dilate the lesion. However, the balloon break inside the artery without being inflated. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. There was blood on the shaft and contrast in the inflation lumen. The balloon was tightly folded. There were numerous hypotube kinks. The inner and outer shafts were completely separated at the guidewire exit notch. The fractured faces were stretched and jagged, which indicates that the separation was due to tensile overload. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.50mm x 8mm emerge¿ balloon catheter was advanced to dilate the lesion. However, the balloon break inside the artery without being inflated. No patient complications were reported.